Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the left ventricular lead exhibited high pacing impedance and high capture threshold. No intervention was performed at this time. The patient was stable in condition.